Event description:
It was reported the catheter was successfully placed in the or under fluoroscopy and appeared to be correctly positioned. Difficulty was encountered each time dialysis was performed so the catheter was removed and replaced with a new one. The new catheter functioned without difficulty. The report we received states medical/surgical intervention was required. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.